Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Customer reported that the intraocular pressure (iop) increased from (B)(6) 2014 after the surgery which was performed on (B)(6) 2012. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because the complaint could not be confirmed, the root cause cannot be determined. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported intraocular pressure (iop) increased following a glaucoma filtration device. Suture lysis was performed. The patient experienced hypotony. Additional information was requested.